Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited oversensing with artifacts observed. Review of lead data indicated three lead integrity alert (lia) triggered for short intervals / out tolerance impedance, fluctuation in max rv pacing lead impedance approximately 6 months after device implant until present, stored episodes show crosstalk. Diagnostic testing/troubleshooting performed, programmed the sensing vector of the lead to rvtip- rvcoil, and discussed necessity of lead revision. The rv remains in use. No patient complications have been reported as a result of this event. It was further reported that physician analyzed data and indicated could be a connection issue. Rv lead revision procedure was performed and the connection of the lead was found to be not fully inserted and could be moved back and forth a little. When doing so a little drop of fluid was pressed out of the implantable pulse generator (ipg) set screw and lead noise could be provoked in the sensing channel. The lead was then reconnected without revision. The rv lead and ipg remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.